Manufacturer narrative:
The stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient had myocardial infarction less than 72 hours prior to the procedure. Vascular access was obtained via the right femoral artery. The 80% stenosed, 12mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter right coronary artery (rca). Pre-dilation was performed several times, leaving 40% residual stenosis in the lesion. A 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent was dislodged inside the patient outside of coronary artery. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient had myocardial infarction less than 72 hours prior to the procedure. Vascular access was obtained via the right femoral artery. The 80% stenosed, 12mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter right coronary artery (rca). Pre-dilation was performed several times, leaving 40% residual stenosis in the lesion. A 3.50x16mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent was dislodged inside the patient outside of coronary artery. No further patient complications were reported and the patient's status was stable.